Manufacturer narrative:
Initial and final MDR 1893312- MDR 3003442380-2024-09690- device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 0(B)(6) 2024, it was reported by the patient that three infusions set fell off due to which hyperglycemia occurs within 10 hours of use. High blood glucose level was 400 mg/dl. Event occurred on (B)(6) 2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.